Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right ventricular and right atrial leads dislodged exhibiting high capture thresholds and a decrease in sensing. It was noted that the patient pulled the leads back due to non-compliance with discharge instructions. During lead revision, the insulation of the ventricular lead was compromised and the lead explanted and replaced. The atrial lead was successfully repositioned. The patient was in stable condition prior, during and post procedure.